Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported that their device has not been working since last night. Pt said their controller was "throwing a code" with eos, a phone and a doctor. Pt said the ins was shocking them all day yesterday when they touched metal. Patient services specialist (pss) explained to pt that this meant end of service for implant and directed pt to contact their healthcare provider for their implant / therapy options. The patient was redirected to their healthcare provider to further address the issue. Pt also said they do not see anyone for follow-up for their ins.